Event description:
It was reported that patient presented to the emergency room after receiving inappropriate therapy for atrial fibrillation with rapid ventricular response. Reprogramming was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.